Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On the (B)(6) 2017 maquet sas became aware of an incident with xten surgical light. It was stated that the rubber gasket has fallen off. No patient involvement or harm reported. There was no information regarding the circumstances of the event provided so far. The issue is being investigated. Manufacturer reference number:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with surgical light x¿ten device. It was stated that a rubber gasket located at light head on the device fell off. No patient involvement or harm reported. There was no information regarding the circumstances of the event provided so far. It was established that when the event occurred, the light-head did not meet its specification and it contributed to the event. At the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that this is a single, isolated case and that the reported scenario has never lead to serious injury or worse. The manufacturer has performed an investigation for that case. According to the results of the investigation the root cause is an abnormal use of the device as the seal cannot come off by itself during intended use. A defect on this part is visually detectable during the daily inspection performed by users. We believe that if the manufacturer recommendation in the IFU would have been followed the incident would have been avoided. Given the circumstances and the fact that this complaint is considered to be a single, isolated event we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).